Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to "caused nothing but pain the last year or so, infections, constant pain in my breast, hurt to touch, breast implant is like a brick, completely hard," and "capsular contracture," baker grade unknown."

Event description:
Patient reported right side "caused nothing but pain the last year or so, infections, constant pain in my breast, hurt to touch, breast implant is like a brick, completely hard," and "capsular contracture," baker grade unknown." The device remains implanted.